Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. The initial visual inspection of the instrument by the pmv investigator noted that one fully applied reload was received. The knife blade is advance; microscopic inspection showed no knife damage. The pusher thumb piece was intact. The reload was fully fired; all pushers were deployed. All components were present and properly assembled. The anvil received was inspected finding no damages to the pockets. The reload received was manually loaded with staples from a representative cartridge. The reload and its anvil were loaded in a representative instrument. Firing resulted in acceptable staple formation. No u-shape staple formation observed. A u-shape staple formation is indicative of an excessive tissue gap, in which the staples would not reach the anvil pockets that create the proper staple formation. However no evidence of u-shaped staples was provided nor replicated with the returned loading unit. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic colectomy, upon the first fire to mouth side of colon, the surgeon attempted to fire the device, however, staples were placed with a u-shape, and only a cut was made. Pieces fell into the cavity and could be retrieved. Another device was opened and properly fired for recovery. There was tissue damage and unanticipated tissue loss. The patient's last status was reports as good.